Event description:
It was reported that a patient enrolled in a (B)(4) clinical study had a history of lumbar spondylosis and degenerative disc disease. Approximately one week post x-stop procedure the patient experienced severe low back pain and right thigh pain. A subsequent MRI performed two months post x-stop procedure revealed evidence of a large, central broad disc protrusion. Approximately three months post x-stop procedure, decompressive laminectomy and foraminotomy at level l3/l4 were performed and the x-stop device was explanted. The patient was hospitalized for three days. The physician indicates that the etiology of event was not related to the x-stop device.

Manufacturer narrative:
Method: device not returned, follow up conversation with company representative.